Event description:
It was reported by repair work order that the unit would not raise to full height with weight on it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.